Event description:
It was reported that the right ventricular lead dislodged which was confirmed via fluoroscopy, the lead remained implanted. The device was reprogrammed with right ventricular pacing only.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.